Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with over-sensing and under-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No patient consequences were reported.